Manufacturer narrative:
H6: investigation summary. It was reported the solution leaks between the body and the plunger. To aid in the investigation, one hundred seven samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Twenty-five samples were randomly selected to test for leakage. Each of the twent-five samples passed. A device history record review was completed for provided material number 302832, lot 2243878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. H3 other text: see h.10.

Event description:
It was reported while using bd luer-lok¿ tip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug leaks between the body and the plunger. The drug used in preparation is normal saline. Please investigate with samples of the same lot number.